Event description:
A 2.75 mm diameter x 6 mm length nc stormer mx balloon was inserted for treatment into a patient for post-dilatation of a cypher stent in the left arterial descending cornonary artery. Vessel tortuosity and calcification was moderate. It is unknown if the lesion was pre-dilated. It was reported that the balloon was not inflated. After the delivery system was inserted the physician noticed that blood was coming back into the catheter and removed the catheter. Upon removal of the delivery system it was noticed that the balloon had separated from the hypotube and remained in the patient. The balloon material was successfully snared from the pt. A second nc stormer mx was used to post dilate the cypher stent and the case was completed. No additional sequelae were reported and the patient is reported to be fine.